Event description:
It was reported that the video system center had an error code e333 (touch panel error) during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was not confirmed. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.